Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line during testing and cleaning. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarm is checked the air in line message screen will display but will not clear after air has been cleared from the line, pump has to be turned off then back on to clear the screen and continue infusion testing was not reproduced. A review of the event history log identified air in line alarms. The cause was determined that the ultrasonic sensor was out of specification and was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.